Event description:
It was reported a patient's right ventricular (rv) lead presented with low pacing impedance. The patient noted feeling neck twitching symptoms from the polarity switch. The rv lead was capped and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.